Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriotomy site post percutaneous procedure. Reportedly, the angio-seal was successfully deployed. Five days later, the patient arrived in the emergency room (ER) with a cold leg. The patient went to the operating room (or) for a thrombectomy of the right femoral artery (rfa). The surgeon reported no defects or disease in the femoral artery and the puncture site was good. Reportedly, the patient was recovering.